Manufacturer narrative:
On 18-jun-2015, an fse was dispatched to the customer site to address the reported event. The fse replaced defective check valves and adjusted the flow factor. The customer calibrated and ran controls with no issues. The g8 analyzer was functioning as intended with all issues cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective check valves. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported fluid seen on the counter and on the right side on the instrument of the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.